Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, diabetic keto acidosis on (B)(6) 2022 with blood glucose level was 600 mg/dl. The different blood glucose at the time of incident 586 mg/dl, 600 mg/dl. The current blood glucose level was 203 mg/dl. Customer did not experienced any symptoms. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode. Troubleshooting was performed. The insulin pump will be returned for analysis.